Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: about 30 minutes passed since the trocar was inserted into the patient, when a nurse heard strange explosive sounds and found the trocar got detached from the patient. Reported no contact with the device by the forceps and others. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.